Event description:
The customer reported obtaining erroneously high and suppressed (no result generated) sodium (na), potassium (k), chloride (cl), and/or calcium (calc) results involving a unicel dxc 800 synchron system. The customer also indicated that some carbon dioxide (co2) results were erroneously low or suppressed. The samples were repeated on an alternate analyzer and results were reported out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided instrument printouts for 18 patients; however, rerun results were not provided for comparison. Quality control (qc) prior to the event was within the laboratory's established ranges. Beckman coulter field service engineer (fse) noted that the onboard reagent status screen indicated that the ion selective electrode (ise) buffer reagent was at a 31% volume even though the bottle was empty. The fse reported that the system indicated that the ise buffer volume remained static at 31% between 10:21 pm on (B)(6) 2013 and 3:05 pm on (B)(6) 2013. The erroneous results were generated at approximately 2:30 pm on (B)(6) 2013. The reagent was replaced and the instrument was rebooted. The fse then verified the instrument per established procedures and results met published specifications.

Manufacturer narrative:
Rebooting the instrument and reloading the reagent resolved the reagent status tracking issue.